Event description:
It was reported that when the device's zoom was activated, it continued to travel approximately 1 feet after releasing the handle. The device allegedly pinned the employee against the wall, resulting in a hurt hip. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
As a result of this event, a visual and functional inspection was performed by a stryker field service technician. He was unable to replicate the alleged unintended zoom motion and there were no defects found with the unit involved in the event. The issue was resolved by confirming there was no defects with the device involved in the alleged incident. A stryker quality assurance engineer spoke to the customer regarding the alleged event. He was informed that the nurse did not receive any treatment for the hip injury and was just sore from the event.

Event description:
It was reported that when the device's zoom was activated, it continued to travel approximately 1 feet after releasing the handle. The device allegedly pinned the employee against the wall, resulting in a sore hip.